Manufacturer narrative:
Results and conclusion summation -factors that can affect stent dislodgement include improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, and interaction with other devices, the pt anatomy and/or previously implanted stents. The lesion likely contributed to the reported difficulties. The IFU states, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. This reduces the chance of dislodging the proximal stent." The failure to advance and subsequent stent dislodgement appears to be related to circumstances of the procedure.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent dislodgement implanted at unintended site. Device issue: stent dislodgement. It was reported that the target lesion was heavily tortuous, moderately calcified, and 90% stenosed. After another company's guide wire was delivered to the lesion, it was changed to another guide wire to strengthen the support. Pre-dilatation was performed with another company's dilatation catheter and add'l dilatation was performed with another catheter. Two other companies' stents were implanted in the prox rca and mid rca, and another stent was attempted to be implanted in the distal rca, but it would not cross the lesion. It was changed to the mini vision, but the sds became stuck in mid rca, and the stent dislodged. It was unable to be retrieved using a snare device; therefore, the stent was inflated at the dislodged area and implanted into the vessel wall. There are no pt effects reported. No add'l event or pt info is available.